Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter displayed the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on the morning of (B)(6), 2013. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, in response to the alleged power issue, the patient reportedly consumed more food/drink from (B)(6), 2013 thru (B)(6), 2014. According to the csr¿s documentation, as a result of the alleged power issue, the patient reportedly developed symptoms of ¿shaking, very hungry, poor vision¿ several days later; the patient however, denied receiving any form of medical intervention. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, that the subject meter¿s battery was not replaced (per owner¿s manual recommendation), and the patient does not have a replacement battery available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.